Event description:
During cardiomems implant procedure it was reported that the cardiomems sensor was implanted into the target vessel, but while attempting to enter the right pulmonary artery with the pulmonary artery catheter to calibrate, the sensor was dislocated and became stuck to the pulmonary artery catheter. Attempts to release the sensor using a second catheter were unsuccessful. Ultimately the sensor was removed using a snare and the procedure was aborted. There were no adverse consequences reported.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.